Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the esc, act, up arrow and down arrow buttons. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump buttons were unresponsive. The customer's blood glucose level at the time of incident was 467mg/dl. The customer treated the highs with the pump. The customer was advised the pump would be replaced and returned for analysis.